Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode where quick convert anti-tachycardia pacing (atp) was successfully delivered and slowed the rhythm enough to end the event episode. Subsequently, the patient experienced syncope and was unresponsive. No pacing was noted in the rate counts and was suspected to be due to the faster rhythm, reentrant tachycardia or a slower ventricular tachycardia (vt) as the vf event time did not line up with the time of syncope. The cause of syncope was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of syncope was undetermined, however, the patient was noted to be hypotensive and was administered fluids.